Event description:
It was reported that the bracket that holds the fowler screw has broken away from the frame of the bed. No adverse event reported.

Manufacturer narrative:
Actuator box and cover. Investigation determined that the actuator box and cover were bent inhibiting the manual CPR release from functioning properly.